Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the tubing and filter would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9273 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that microbore tri-fuse extension set, 3 IV c had flow issues.the following information was provided by the initial reporter: material #: mz9273 batch/ lot #: unknownit was reported that the tubing and filter would not flush.

Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on 2 march, 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that microbore tri-fuse extension set, 3 IV c had flow issues. The following information was provided by the initial reporter: material #: mz9273, batch/ lot #: unknown. It was reported that the tubing and filter would not flush.